Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 529 mg/dl, 235 mg/dl, and 215 mg/dl. Customer took her insulin based on the 215 mg/dl reading. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The user noted bicarbonate results drifting higher after calibration for about a week. The user provided data for 10 patient samples from (B) (6) 2010, of which the results from five were discrepant. All results are in mmol/l. Sample 1 initial result was 37 with a data flag, repeat result was 27. Sample 2 initial result was 49 with a data flag, repeat result was 30. Sample 3 initial result was 37 with a data flag, repeat result was 27. Sample 4 initial result was 49, repeat result was 28. Sample 5 initial result was 50, repeat result was 24. None of the "bad" results were reported. The user repeated testing and then reported results. The lot number of the bicarbonate reagent was 14904500. The field service representative determined the reagent flow path was contaminated and flushed the flowpath. He rinsed and primed the reagent lines. To verify the analyzer operation, he ran qc which was within the user's specifications

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.